Manufacturer narrative:
Patient weight: unk. This product is manufactured but not marketed in the u.s. (B)(4). Claim# (B)(4). Device not yet returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, diopter -8.0 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a larger lens, same diopter due to the patient experiencing low vault and lens rotation. The problem was resolved. As of the date of MDR reporting the lens has not yet been returned for evaluation.

Manufacturer narrative:
Additional information: device evaluation: the device was returned in a small vial. Visual inspection found no visible damage to the lens and foreign material on lens surface (clear surgical residue and debris). (B)(4).